Event description:
They reported that during routine testing of the device at the service center, the tech found that the central control monitor (ccm) booted with an error message "system computer needs service". There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.